Event description:
It was reported the customer was deceased. Customer's blood glucose was 95 mg/dl before ICU and was not sure what it was at the time of death. Customer was a little nauseated and had pain started for about three hours. Customer went to the emergency room and everything came back fine. Cardiologist checked his heart and sent him back to his room and customer was placed in ICU due to low blood pressure high temperature. Then found fall bladder, liver, and spleen was damaged. The cause of the death was gall bladder was so infected it damaged the liver and the spleen. Customer was not on the device at the time of death. Customer was off the device for 24 hours. The device was removed at ICU by the emergency worker so the device would not be exposed to magnetic field. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.